Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nursing staff reported that scanning was not working and manual entry was being used. A technical support specialist (tss) reviewed the medical application logs and confirmed that no errors were present. The tss analyzed the authentication event table and identified that the issue was related to a fingerprint spoof condition. The tss advised the customer to clean the surface of the biometric identification device before placing a fingerprint, after which the issue was confirmed as resolved. The tss noted that the biometric identification device was successfully moved to another station and was functioning correctly, and the customer approved closure of the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier did not scan; manual entry was used. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.